Manufacturer narrative:
Field service engineer (fse) was unable to reproduce the reported problem and replaced bfc sn (B)(6). System tested to original manufacturer specifications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the blue fiber cable (bfc). The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had error 41014. Technical support engineer (tse) requested to preform system reboot and reset bule fiber cables, but the issue reoccurred. Tse reviewed logs and artemis show error 23/40 on ssc2 tse ask if it possible to disconnect console sn (B)(6), after this step the procedure start with delay less 15 minutes. Site completed with another console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without any issues. There was no injury to the patient as per the information in their possession as well as absence of reports from healthcare professionals in the post market surveillance process.